Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive buttons due to a broken trace on the keypad traces. Unable to perform operating currents, functional testing or displacement tests due to the unresponsive button. The pump also had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having high blood glucose and his blood glucose was over 500 mg/dl. Customer had received a button error alarm yesterday in class and the pump started going off. Customer does not feel good and was on manual injections. Customer stated that they are not working. Customer was advised so speak to his health care professional about a different back-up plan if the manual injections don't work. Customer was called back and he stated that he had 7 incidents in 3 years where the pump stopped delivering insulin. Customer stated that he only called about 3 incidents. Customer's blood glucose was 200 mg/dl at the time of the button error alarm incident. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Caller was advised that moisture could cause the alarm to go off.